Event description:
It was reported the customer had a keypad anomaly. The customer's father stated the act button was unresponsive. It was also found the customer's other buttons would have intermittent response with button press. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with.no button response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.